Manufacturer narrative:
(B)(4). The reported system error 2240 was not confirmed. The as determined cause is a use error - a clamp was left open on an unused supply line. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240, which occurred on the homechoice (hc) during dwell 3. The home patient (hp) stated that the unused lines clamps were open. The hp was to finish therapy manually and notify the peritoneal dialysis registered nurse (pd rn). There was patient involvement, but no serious injury or medical intervention was reported. The peritoneal dialysis registered nurse (pd rn) contacted baxter (B)(4) on (B)(6) 2011 regarding the reported problem. The pd rn stated that she was aware of the system error (se) 2240 and she has spoken with the home patient (hp) regarding proper therapy procedures. The pd rn also confirmed that the hp was continuing therapy without any other complications. No further information was provided. There was no injury or medical intervention reported.